Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak of tpn from a smartsite valve following removal of syringe access to the port. The tubing was changed and the infusion completed without incident. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak from the distal smartsite valve was not confirmed. However, the observation of the smartsite valve remaining engaged with the smartsite piston depressed was confirmed. Visual inspection observed a white coating on the surface of the blue smartsite piston. The white coating is evidence of the excessive use of alcohol for disinfection as it ingressed into the body of the smartsite. Functional testing was performed using a lab syringe filled with blue dye water. After properly inserting and attaching the syringe to each smartsite port (one at a time), the syringe plunger was depressed. The blue dye water was observed flowing through smartsite valve and through the remainder of the tubing, exiting through the male luer. No leak was observed upon flushing the set or removal of the syringe. Functional testing was also performed by attaching the set to a lab infusion bag filled with blue dye water, allowing liquid to flow through by gravity. No leaks were observed and the set ran without incident. The root cause of the smartsite valve leak was due to a depressed female luer adapter. Based on the observed white coating on the smartsite piston and the presence of the orange swab cap on the set is due to the smartsite piston becoming damaged by the excessive use of alcohol for disinfection resulting in the smartsite¿s inability to function properly.